Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 427 mg/dl. Customer declined to troubleshoot for their high blood glucose reading. Customer blood glucose reading at the time of the incident was 326 mg/dl. Infusion set was changed on (B)(6) 2020. Customer was experiencing under delivery. Customer was not using auto mode feature. Products will be returning for analysis.